Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and they experienced the high blood glucose level. The customer¿s blood glucose level was 422 mg/dl. Customer was able to clear the alarm. Customer was unable to complete pump rewind. The troubleshooting was performed for motor error and declined for high blood glucose. The drive support cap was appeared normal. The customer was advised to discontinue use of the insulin pump and recommended customer to refer to back up plan. The insulin pump will not be returned for analysis.